Event description:
It was reported that customer's insulin pump alarmed this morning. The alarm did not occur after a battery change. The device was not in storage for a long period of time. A temporary basal was not programmed before the alarm. There are no cracks on the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose is 11.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.